Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05264. It was reported that the patient experienced pain and rotaburr and rotawire detachment occurred. The target lesion was located in the mildly tortuous and moderately to severely calcified left intratibial artery. A 2.00mm peripheral rotalink® plus and peripheral rotawire¿ and wireclip® torquer were selected for use. During procedure, minor speed drops were noted from 165,000rpm to 10,000rpm. When the patient felt some pain, the device was then promptly removed. Furthermore, it was observed that the burr tip was detached from the catheter. A unspecified balloon catheter was placed behind the detached burr tip via pedal access and long sheath was then advanced toward the intratibial artery where negative pressure was applied using a syringe. The detached burr tip was captured and was removed from the patient's body. Meanwhile, it was noted that the rotawire became fractured in the junction of the intratibial artery and dorsalis pedis artery. The fractured rotawire remained inside the patient's body. The procedure was completed with a catheter balloon. No further patient complications were reported and the patient's status was fine.